Event description:
The patient reported that she was admitted to the hospital with blood glucose (bg) of 800mg/dl. She was diagnosed with diabetic keto-acidosis. The patient reported that she received occlusion alarms with the pump. She reportedly changed the site and cartridge and received an alarm immediately. Customer support advised the patient to possibly change the setting speed of the pump to slow. The patient reportedly has some areas of hardness at the site. This report is being made due to the patient's alleged hyperglycemic event while on insulin pump therapy.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.